Event description:
Surgery was extended by 40 minutes due to a mispackaging issue. The outer case showed tibial targeter whereas the inner tray had a distal femoral targeter inside which meant that the operation could not proceed using the correct equipment. Inst the instruments as they assumed we had done the checking!